Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia treated with discontinue use of insulin delivery system, glucose/carb intake. The event involved product(s) mmt-378a, mmt-332a, mmt-1884l. Troubleshooting was performed and customer reported a possible over delivery anomaly. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-378a. Product return status for mmt-332a is unknown. The customer will discontinue use of the device. Mmt-1884l was requested and customer response was the device will be returned.